Event description:
The customer reported that the canopy has zipper damage, but couldn't specify which panel. There was no patient injury reported.

Manufacturer narrative:
Zipper damage - evaluation results: evaluation of the returned product shows that the large window a zipper slider body is open. On the large window b the zipper's slider body is open.